Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was freezing up during the interrogation of a pt's pulse generator. Troubleshooting did not resolve issue. Good faith attempts to obtain handheld and accompanying software for product analysis are currently being made.